Event description:
In 2009, the patient reported an elevated blood glucose reading of over 500 mg/dl, at the time of the report. She stated at 7 am this morning, her reading was 485 mg/dl. She said the elevated readings are due to her having influenza and taking medication for it and other health issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.